Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak from the hemostatic valve on the dilator. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During device preparation, the rotating hemostatic valve (rhv) to the dilator leaked when the side port was being flushed with a 60 cc syringe. The entire rhv itself was loose and not secure on the dilator. A new dilator was used to complete the procedure. There was no clinically significant delay in the procedure. The first mitraclip was deployed reducing mr to grade 3 with a mean gradient of 5 mm hg. There were no adverse patient effects. No additional information provided.

Manufacturer narrative:
(B)(4). Investigation was performed on the returned device and the reported detachment of the device component (dilator rhv (rotating hemostatic valve)) was confirmed. The reported dilator leak could not be replicated in the testing environment due to the returned condition of the dilator (rhv was broken and detached). A review of the lot history record revealed no manufacturing nonconformities. Review of the complaint history did not indicate a lot-specific quality issue. Although a definitive cause for the reported leak and how the luer broke could not be determined, the detachment of the dilator rhv was a result of the identified dilator luer break. There is no indication of a product quality issue with respect to manufacture, design or labeling.